Manufacturer narrative:
(B)(4). The device will be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported event. There were no keystrokes, programming, use related or increased intra-peritoneal volume (iipv) events identified through the event history log. Therefore, a review of the event history log did not reveal any problems that were related to the reported issue. The external/internal inspection was performed on the device and it passed, along with all of the electrical testing. The device¿s pneumatic system was tested and all of the pressures were correct and stable. A short simulated therapy was done successfully. The evaluation of the sample resulted in no failure, malfunction or iipv events being identified that could have caused or contributed to the reported issue. The device was determined to meet the specifications related to the reported event. The reported issue could not be confirmed and the cause could not be determined. The device was sent for servicing. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was myocardial infarction. It was unknown if an autopsy was performed. No additional information is available.